Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ez45g device was received in good visual condition and with an zr45g cartridge loaded on the device. The reload was received void of staples and in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial appendage procedure, the device felt normal during firing. The device fired the first three quarters of the staple line and the staples were formed. The staples were not formed in the rest of the staple line. Sutures were used to complete the staple line. There was no patient consequence.